Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's implantable cardioverter defibrillator (ICD) exhibited far r wave oversensing. It was also noted that the patient experienced an arrhythmia due to pacemaker mediated tachycardia exhibited by the ICD. Programming changes were made. The patient had no adverse consequences due to the event.